Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump does not play sounds for sensor alerts even though the alerts are turned on. The customer¿s blood glucose level was unknown at the time of the incident. Patient and pump were not present at call as customer is at school and mother is at work. The customer was advised to check if the silent function is turned on in sensor options and advised to perform another self test. The insulin pump will not be returned for analysis.